Manufacturer narrative:
Component code = 4755 - aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during the priming stage, the aquabeam robotic system generated "e03 - console error" message, which was unable to be cleared despite multiple troubleshooting steps taken in efforts to resolve the issue. As a result, the aquablation procedure was aborted. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam console was returned for investigation. Functional testing was able to replicate the e03 error upon priming at 100% power. Additional analysis observed oil droplets on the encoder sensor and was identified to be the main cause of the e03 issues. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam console / lot number 22c03020 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual, um0101-00 rev. F aquabeam robotic system user manual, states: table 5 system detected errors and faults "e03 - console error release foot pedal and click x. If error persists, turn off and turn on console." The root cause of the reported event has been determined to be due to manufacturing related issues associated with a third party supplier. The reported issue is being addressed through our quality system. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.